Event description:
It was reported that there was an issue with this right ventricular (rv) lead. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.